Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products; associated mdrs # 2937457-2013-00142, 1225714-2013-02252, 1225714-2013-02253.

Manufacturer narrative:
In the initial medwatch report, section b5 inadvertently reported that the information received at that time suggested the patient had expired. The initial information did not suggest that the patient was deceased, however, the additional information now notes that the patient has expired. This additional information does not specifically state a date of death. (B)(4). This is one of three device reports related to this event. Manufacturer report numbers are 2937457-2013-00142, 1225714-2013-02252 and 1225714-2013-02253. Additional information has been requested and will be submitted upon receipt accordingly.